Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error. The customer's blood glucose was over 400mg/dl. Customer reported drive support was normal. During troubleshooting customer got all the way through the fill cannula screen and no error received and reviewed alarm history and found one motor error. Advised customer the insulin pump needs to be replace and revert to back up plan. The customer is concerned because she's not getting insulin prior to the alarm. Customer stated she bolused through the insulin pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had broken battery tube threads, a bleeding glass on the lcd board and minor scratches on the lcd window.